Event description:
It was reported that during a da vinci cholecystectomy procedure, the shaft of a single-site curved cannula was found to be able to rotate around the bowl and welding of the cannula. The initial reporter of this complaint was unable to provide the date when the reported event occurred or the part and lot of the single-site curved cannula involved with this complaint. No patient harm, adverse outcome, or injury was reported. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint. The initial reporter (surgeon) stated that there was no patient injury associated with the reported event. On (B)(4) 2014, isi also contacted the site's manager of the sterile processing department. The manager indicated that he had given a broken single-site curved cannula to a 3rd-party company for repair. After the cannula was repaired and returned to the site, an isi clinical sales representative (csr) retrieved the cannula upon inspection of the accessory and returned the device to isi for evaluation. At this time, it is unclear if the returned cannula is definitively associated with this reported complaint.

Manufacturer narrative:
The single-site curved cannula has been returned for evaluation. The cannula was inspected and it was noticed that the tube could not move with respect to the bowl feature. The weld between the cannula shaft and bowl was present, however, the weld line was found to be uneven and the weld spots were darker than normal. The orientation of the cannula bowl to tube was also observed to be different when compared to another cannula of the same part . Failure analysis noted that the weld appeared to have failed and then the tube was re-welded to the bowl in an incorrect orientation. A laser marking was observed on the cannula bowl that is not found on single site cannulas. The laser marking combined with poor workmanship in welding and incorrect orientation indicates likely unauthorized rework of the cannula. Cannulas are not repairable parts and isi does not recommend their repair by 3rd party. This complaint is being reported due to the following conclusion: the initial reporter indicated that the shaft of the single-site curved cannula was able to rotate around the bowl and welding of the cannula. There is no indication, however, that a patient was harmed or injured because of the reported issue.